Event description:
The physician attempted to use this lead, however the screw in mechanism was defective. I.e. Unable to extend the helix. Consequently, another lead was used. This is out-of-the-box failure.